Event description:
The facility sent an infusion pump to baxter for service where it underdelivered during service testing. The facility representative stated that no patient incidents were reported on this pump since the last baxter service event.